Event description:
It was reported that, upon opening, plastic particles were found inside the chamber of the truwave kit. Staff checked other truwave devices with the same lot and confirmed that no other devices had particles inside the chamber. There were no patient injuries.

Manufacturer narrative:
Additional FDA product code: kra. Additional premarket submission: k181684, k896819. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.